Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
A patient (age and sex unknown) was treated with impella cp (indication not reported) but on opening the kit the guidewire was noted to be kinked and ao an alternative wire was used instead.

Manufacturer narrative:
Added: d3. Corrected: d1. Pd-any device-(twist, bent, kinked): the cause of the product damage cannot be determined since no product was returned and insufficient clinical details were provided.